Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient was having all kinds of problems. It was noted the patient had their device for over 9 months and they stated "I had it on and off an oh my gosh." It was stated the patient didn¿t know if it was working. The patient had acute pain and they stated all they got from it were pain like the wires were loose. It was noted it hurt the patient and it was not an overwhelming pain but felt like a cut and when they moved around they didn¿t think it was electrical and felt more like a cut. Reportedly, the patient did not think their device was working and they had it off for months and hadn¿t used it because they had many other problems and a lot of them were related to ¿this thing.¿ it was noted the patient never had any problems until they had it implanted and they wanted to get it removed. It was stated the patient saw their implanting healthcare provider and they were reluctant to look at it and didn¿t know how to ¿operate the thing on your butt.¿ it was noted the patient also had other problems on their left leg. It was stated the patient had a blood clot with a screen/mesh so they were having all kinds of problems but none of them started until they got their device. Reportedly, the day the patient¿s device was implanted on their right side, their ankle on the side of their foot tightened up like a clamp, ¿pain clamp,¿ and they had to go to a specialist who told the patient ¿all the nerves are shot in there and it had to be from the thing in there.¿ it was noted the patient noticed symptoms a lot in the last week and they thought they had a little bit of it before but then it went away. It was stated the patient thought the wires were loose and pulled apart. Reportedly, the patient met with their healthcare provider and scheduled for surgery to remove their device on (B)(6) 2013. Since then, the patient noted they had a lot of problems with their other leg. It was stated that when the patient walked their left leg with the blood clot and the screen/mesh didn¿t give them trouble, but they did have problems when they walked with the right leg and the outside of the muscle of their shin hurt. The patient stated their swollen leg with the blood clot didn¿t give them anywhere near the problems that their device did. It was noted the patient¿s blood clot was not related to their device that they knew of. The patient stated ¿I know part of this is my own fault¿ and they had so many problems and some were not related to the device. It was noted the patient tried to ¿monkey with it¿ themselves and they didn¿t get any reaction at all so that is why they thought some wires were out.

Event description:
It was reported that the patient had nerve pain going to right lower leg, mid-calf since receiving the implant and could not sleep at night, had difficulty walking, and in pain. Prior to implant, the patient was active, played golf, walked, some jogging, but now after walking about 100 yards the patient¿s legs ache. The patient had been to a nerve doctor and was receiving medication for nerve pain. The patient had also seen his primary care physician, who said that it could be possible the device was irritating a nerve. The patient had been speaking with manufacturer representatives, seen them several times, and was reprogrammed last week, which helped a little bit. The patient also had electrical pain at the device site. It was noted that the patient had an artificial hip on his right side, the same side as the device. The patient had also been working with this managing physician; however, the managing physician did not believe there was an issue. It was noted that the patient wanted to turn the device off and noted not being adequately trained on using the patient programmer. Basic functionality was reviewed with the patient. The patient had an appointment to see his nerve doctor in two days. It was later reported the patient was getting pain where their implantable neurostimulator (ins) was located and they were thinking about taking their ins out. It was stated the patient was getting an ¿electrical pain¿ and ¿it's very very annoy. You cant sleep with it" and "it's not real painful but it's enough, you know, to spoil you sitting down and everything." It was noted the patient had nerve damage all through their leg ¿where that thing come in¿ and it was stated the patient¿s doctor ¿seems to think it's not really caused by him." The patient stated they had never had the pain before and "as soon as he put it in, I felt it¿ and it "got worse and worse" and they went back several times and it had gotten better but ¿it's still there.¿ it was noted the patient¿s feet got numb at night and they got cold. It was reported the patient had gone to ¿nerve people¿ because they were told they had damage to the nerves in their right leg. Reportedly the patient ¿never had it before¿ so they assumed ¿it's from this." It was noted the patient had a hard time walking and their legs got sore. The patient reported they thought it helped with incontinence but that wasn¿t their problem at the time of report. It was noted the patient was disappointed with the whole procedure and they didn't have issues with the trial, other than "the inconvenience of having it there."

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va04m46, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).